Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during implant of this right ventricular (rv) lead with a pacemaker, noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms was observed. It was noted that it took greater than 50 turns to extend the helix and was suspected to have resulted in a lead fracture. The lead was tested on a pacing system analyzer (psa) and only noise was observed, however, when the lead was connected to the device header, high out of range pacing impedance measurements were observed. The lead was attempted, but not implanted. This pacemaker remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.